Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was electively explanted because of its inclusion in two advisories at the same time that a failed competitor's right ventricular (rv) lead was replaced. There was no report of adverse patient effects. Subsequently, when the device was returned, there was a handwritten request to check for header issues and an indication of noise associated with the failed lead and device. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device.

Manufacturer narrative:
This device is included in the renewal 3 & 4 microswitch ((B)(6) 2005) and subpectoral implants ((B)(6) 2006) advisory populations. This device was returned to boston scientific's reliability assurance laboratory and dispositioned for analysis. Subsequently, ral analysis was suspended due to the filing of a legal claim regarding this device. This event will be updated when analysis is completed or if additional information is received. This device met specifications in subsequent testing and analysis. Microscopic visual inspection found the header to be completely intact. Review of the stored episode electrograms confirmed noise on the right ventricular (rv) channel. The noise appeared to be mechanical in nature, which would be consistent with the clinical observation of a failed rv lead. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.